Event description:
It was reported that stent damage post deployment occurred requiring intervention. The 70% stenosed target lesion was located in a non-tortuous and non-calcified left main coronary artery. A 4.0 x 12 synergy ii drug-eluting stent was implanted. Post-dilation was performed with a 4.5 x 8 non-compliant balloon catheter, but the stent became deformed in the mid-segment. Another stent was used to cover the deformed part and completed the procedure. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by mf: the device was not returned for analysis; however, two angiographic photos were attached to the complaint record. A review of the photo available confirms the alleged stent deformation. The images show a stent deployed on a wire with the mid-section deformed. The marker bands from what appear to be a small post-dilation balloon are seen inside the mid- to proximal region of the deployed stent. H3 other text : media.

Event description:
It was reported that stent damage post deployment occurred requiring intervention. The 70% stenosed target lesion was located in a non-tortuous and non-calcified left main coronary artery. A 4.0 x 12 synergy ii drug-eluting stent was implanted. Post-dilation was performed with a 4.5 x 8 non-compliant balloon catheter, but the stent became deformed in the mid-segment. Another stent was used to cover the deformed part and completed the procedure. No complications were reported, and the patient was stable post-procedure.